Event description:
Pt experienced shortness of breath after insertion of filter. Chest x-ray showed migration of device. On 10/19/93, the filter had migrated into the right atrium because of a pulmonary embolism. The pulmonary embolus was trapped by the part of the filter that had migrated. The part of the filter that had migrated was removed by surgery with the pulmonary embolus embedded in the filter. The other part of the filter was not removed due to its permanent position in the inferior vena cava. The new filter was placed below the old filter without complications. The initial filter prevented catastrophic pulmonary embolism.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.